Event description:
On 08/23/2021, it was reported by a sales representative via e-mail that an ar-2324bcc swivelock eyelet broke at the front of the anchor. This was discovered during use in a rotator cuff on (B)(6) 2021. The case was completed with a new ar-2324bcc.

Manufacturer narrative:
The complaint is confirmed. One ar-2324bcc lot unidentified was received for investigation. Visual inspection of the eyelet showed that the proximal end of the eyelet broke loose from the remainder of the device and is stuck in the cannulation of the swivelock. The cause of the breakage is unable to be determined.

Manufacturer narrative:
The complaint is confirmed. One ar-2324bcc lot unidentified was received for investigation. Visual inspection of the eyelet showed that the proximal end of the eyelet broke loose from the remainder of the device and is stuck in the cannulation of the swivelock. The cause of the breakage is unable to be determined.

Event description:
On 08/23/2021, it was reported by a sales representative via e-mail that an ar-2324bcc swivelock eyelet broke at the front of the anchor. This was discovered during use in a rotator cuff on (B)(6) 2021. The case was completed with a new ar-2324bcc.